Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparotomy myomectomy, when passing the stitch in the serosa of the uterus, the needle was disassembled from the thread. The surgeon with the needle holder managed to remove it from the tissue. A new suture was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, when passing the stitch in the serosa of the uterus, the needle was disassembled from the thread. The surgeon with the needle holder managed to remove it from the tissue. A new suture was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. Visual inspection noted that the needle was returned disengaged. Upon microscopic inspection, instrument marks were noted near the swaged end of the needle. Suture material was observed to be present in the swage, indicating the suture broke off at the swage. Functional testing on the opened complaint device was precluded as the needle was returned already detached. It was reported that the needle detached. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when the needle was held in the middle where the diameter is greatest. Grasping the needle near the swaged end or the tip could cause bends, breaks, or damage the connection between the needle and suture. The evaluation detected an unreported condition: bent needle. Visual evaluation noted that the needle was also bent nearly straight in the middle. Tool marks were noted near the bend site. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly re viewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.